Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded an unexpected result of 0.14 ng/ml on a pt. A repeat test result on the I-stat was 0.08 ng/ml. Based on the info available, there were no injuries associated with this event. Pt was released with no evidence of heart problems.

Manufacturer narrative:
(B)(4).